Event description:
It was reported that the patient had a large area of cellulitis on her skin over the pump and the health care professional (hcp) did not want to do a needle stick until it was healed, so they may postpone pump refill. The pump reservoir volume was unknown at the time of report. The patient was provided oral baclofen until the cellulitis healed and next steps for refill and/or explant can be taken. The hcp met the patient on (B)(6) 2015 to discuss revising the patient¿s wound. The hcp decided to wait until the patient healed before proceeding with surgery. The patient was not currently receiving therapy from the pump. It was noted that the pump may be explanted or refilled at a later date depending on when and how the patient heals from the cellulitis. It was later reported that the patient¿s cellulitis was healing well and they would continue with the medication that she is on. The cellulitis was reported as not related to the pump. The patient¿s pump management hcp thought that the pump was infected and needed to be removed, but upon exami nation by another hcp it was determined that the pump pocket was not infected. The patient had not been able to be refill and her pump has gone completely dry. The pump had stopped working as a result of being dry for so long. The pump was used to infuse an unknown type of baclofen (concentration 500 mcg/ml, at a daily dose of 144.66 mcg/day).no outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Additional information received reported that telemetry confirmed an alarm due to a 0ml reservoir volume. The patient¿s alarm date was (B)(6) 2015 and the patient went in for a refill appointment on (B)(6) 2015; however, the health care provider (hcp) chose not to refill because there were wounds over the patient¿s pump. The cause of the wounds was that the patient¿s pants were too tight. She was hospitalized because of the wounds in december but the managing health care provider (hcp) was not notified until the refill appointment. The patient's wounds had healed. The patient had been managed on oral medications since their previous refill appointment. The patient was getting refilled on (B)(6) 2015. The pump was infusing gablofen (baclofen).